Event description:
The cardioplegia lines were reversed and discovered as cardioplegia delivery started. Perfusionist manually controlled delivery without replacing the product. The procedure was completed without patient injury or complications.